Manufacturer narrative:
Citation: kaneko, t md et. Al. Transcatheter aortic valve replacement after transcatheter mitral valve replacement. The journal of the heart team. 2018. 2:2, 164-168. Doi: 10.1080/24748706.2017.1422086. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with a previously implanted non-medtronic transcatheter mitral valve. Six months after the mitral valve implant, she presented with persistent heart failure and increased mean aortic gradients (37 mmhg). Subsequently, this 26mm transcatheter aortic valve (tav) was implanted into the aortic position. Eight days post implant, a permanent pacemaker was placed. The reason for the permanent pacemaker was not reported. No additional adverse patient effects were reported.